Event description:
Event description guidant received information that the patient with this right ventricular lead presented at the emergency room with a heart rate of 28 bpm. It was observed that there was a complete loss of capture and the lead impedance was greater than 2500 ohms in both unipolar and bipolar configuration. The clinician was able to achieve capture at 6.5 volts. Technical services had the clinician reassess the lead in unipolar configuration but the impedance measurement remained greater than 2500 ohms. They recommended leaving the output at 6.5 volts and revising the lead. Guidant received additional information that this lead was surgically abandoned and replaced due to a lead fracture.